Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 345 - thermistor disparity. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed force sensor which was replaced to correct the condition. During evaluation the device input delay from the keypad. The cause was identified to be failed processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity) and an input delay from the keypad. No additional information is available.